Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "during distal screw fixation, the drill sleeve became jammed in the dts adjusting device and could not be removed. After the device was taken out of the surgical field, an attempt was made to remove the sleeve using pliers, during which the device components separated (the black plastic part and the metal part detached)."

Manufacturer narrative:
Please note correction to d9 (product available to stryker). The reported event could not be confirmed since the affected device was not returned and no evidence was provided for evaluation. The batch record could not be reviewed because the affected device was not returned, and the lot number communicated was incorrect. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information such as patient medical records as well as the affected device must be available in order to determine the exact root cause of the issue. The operative technique instructs the user that: ¿the gray friction lock mechanism is designed to maintain the position of the drill sleeves. To remove the sleeve assembly from the targeting arm tibia, press the gray mechanism while pulling the sleeves and trocar.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during distal screw fixation, the drill sleeve became jammed in the dts adjusting device and could not be removed. After the device was taken out of the surgical field, an attempt was made to remove the sleeve using pliers, during which the device components separated (the black plastic part and the metal part detached)."